Event description:
Info received indicates the brakes are not holding. The brake casters will lock but continue to swivel from side to side.

Manufacturer narrative:
The tech replaced the casters, caster supports and the main bearing to repair the bed.